Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer stated that the screen is frozen; she removed the battery 3 times and each time the insulin pump would alarm. The customer also mentioned the screen went blank. The customer stated the device might have been exposed to sweat since she wears it in her bra. Blood glucose value is unknwon. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed, no blank display was noted. The device passed self-test and no audio alarms occurred. The device monitored for several days and no frozen display or alarms occurred during testing. The device had intermittent button response due to corroded keypad traces. No button error alarm during testing. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly noted visual inspection. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, and missing end cap sticker.